Event description:
It was reported that the unit is broken.

Manufacturer narrative:
Upon receipt of the unit, a different failure mode than what was originally reported was observed. The observations indicate the unit failed the insulation test and we are reporting at this time. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit is broken.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Scratches and cracks were seen on the insulation. The unit failed the insulation scan test. The probable root causes could be user misuse or improper sterilization methods. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.